Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse determined that the host pc was defective. The defective host pc was returned for analysis, and it confirmed that the unit failed to power on due to failure in power supply unit or motherboard. To resolve the reported issue the fse replaced the host pc, installed a new license file. After replacement, the pacs were no longer reachable on the network and determined that the pacs system requires the new mac address for the replacement host pc to be configured. The hospital it team configured the new mac address which resolve the issue. After replacement of the host-pc and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.